Event description:
It was reported that the ilet user experienced low blood glucose, with glucose reaching 40 mg/dl, after not eating before bed or for most of the day. Treatment consisted of oral glucose via tablets and soda. Following the event the user discontinued pump use temporarily and transitioned to injections, and the scenario aligned with an improper or incorrect use procedure, with no specific device component implicated. Symptoms included hypoglycemia with associated malaise and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with user not sufficiently treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.